Manufacturer narrative:
(B)(4). The customer complaint involved product code 8888145045 14.5fr. Palindrome dual lumen catheter kit, 23/40cm. The complaint report stated that the sample was not expected to be returned. This complaint will be re-opened should a sample be returned in the future. The manufacturing lot associated with this complaint was 217325x. The device history record (DHR) review indicated that there was no quality issues associated with this defect mode. This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. Without the sample, the root cause of this issue cannot be determined at this time. The DHR review indicated that there was no quality issues associated with this defect mode. Based on the investigation, no corrective action is required. Manufacturing performs a 100 percent pressure testing per procedure at the final state of production, which would identify a leak in the catheter. This investigation will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states theres a hole in the silicone extension with a light leak. The hole was discovered during dialysis treatment. As a result, the entire catheter was pulled and replaced. The pt recovered with no further issues.